Event description:
The consumer and manufacturer representative reported that the patient saw a power on reset (por) message on (B)(6) 2016 when checking their implant in preparation for surgery on (B)(6) 2016. The surgery was for cancerous things on their face and the patient would be put to sleep to use a laser and this was unrelated to their implant. There were no trauma or falls that could be related to the issue. The patient had a CT scan about 2 weeks to a month ago and had major dental surgery on the week of (B)(6) 2016 that could have caused the por due to emi. The patient was advised to contact their health care provider (hcp) to help fix the settings and resolve the por. No medical symptoms were reported. The patient was alive with no injury. No surgical intervention occurred and it was unknown if surgical intervention was planned. It was unknown if the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.